Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a successful laparoscopic appendectomy, the patient called in due to redness, swelling, pain and called incision drainage. It was noted that the cable head did not absorb. An immediate use of disposable incision kit disinfection treatment, cleaned up the thrum of the absorption and gave iodine volts disinfection, anti-inflammatory oral amoxicillin dispersible tablets and adverse reactions improved.